Manufacturer narrative:
Concomitant medical products: lead 39565-65 lot # v849391011. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient developed an infection in the device pocket, in the right gluteal area. Cultures were taken, but the results were not available at the time of this report. The device system was explanted, and the patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of neurostimulator model# 37712 (B)(4) showed no anomalies. Analysis of lead model 39565-65 lot# v849391011 showed no significant anomalies. The conductors and body insulation were cut through. Continuity was acceptable and there were no short circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.